Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer powered down the station, removed the rear cover of the drawer and replaced the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the issue persisted even after rebooting the station. The user was unable to issue medication to the patient during the malfunction and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.